Event description:
The user reported that the pump powered off by itself during an infusion of noradrenaline on channel b. The customer tested both the lead acid battery and nvram battery and no fault were identified. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Product was evaluated and the customer's complaint was verified. Root cause was identified as failure of a connector on the power supply board which resulted in a loss of electrical connection between the battery and the logic board. A review of the finished device history record did not reveal any non-conforming material reports associated to this serial number and did not uncover any relevant issues. No other complaints have been opened in the product monitoring database system for this pump serial number.